Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and asystole for nearly three seconds. It was also reported there were episodes of possible inhibition and abnormal pacemaker behavior; flatlines on the electrocardiogram (ECG) without cardiac activation and no evident pacing operation of the implantable pulse generator (ipg). A potential oversensing of the device was suspected which caused pacing inhibition. It was noted the patient has experienced sudden illness and weakness from time to time since implant. It was further reported reprogramming of the device was done and behavior of the device was correlated to testing of device. The device remains in use. No further patient complications have been reported as a result of this event.